Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, the device jammed and would not work and the blade stopped. A second device was opened and the procedure was successfully completed with no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Blade seized/stopped. The product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.